Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. Since the lot number is unknown, the device history record could not be reviewed. However, omsc has only shipped devices that passed the inspection. In the literature, there was no description of the device's malfunction.

Event description:
On march 15, omsc received the literature "cap-assisted hemoclip application with forward-viewing endoscope for hemorrhage induced by endoscopic sphincterotomy: a prospective case series study". The purpose of the literature was to examine whether cap-assisted hemoclip application is effective in controlling endoscopic sphincterotomy (es) induced hemorrhage. Controlling es-included hemorrhage was performed using the hemoclips (olympus; hx-600-135, or boston-scientific; m00522610). The subjects were 10 patients with uncontrolled bleedings during or after ercp and es between april 2013 and april 2014 at changhai hospital. All 10 patients underwent cap-assisted hemoclip placement with forward-viewing endoscope to arrest the bleeding. Three of 10 were required the transfusion. Two of 3 could be successful of arresting the bleedings by hemoclip, one of who was 74 years and man, and the other was 55 years and man. However, in the only case in which the hemoclip failed to establish hemostasis, spurt bleeding was identified at 3, 6, and 12 points close to the incision lines. In this case, all the other bleeding controls methods attempted, including cold saline spray, epi nephrine (1:10,000) injection, compression, and apc, failed. Additionally, 12 clips were applied (2 dropped off ), but bleeding could not be arrested. Digital subtraction angiography (dsa) identified the posterior pancreatic duodenal artery as the source of the bleeding, and catheter embolization was subsequently performed to arrest the bleeding. This patient developed mild pancreatitis and was managed conservatively for the same. The patient did not develop any other adverse events related to clip application. It was not found whether the surgeon used olympus hemoclip or non-olympus hemoclip. Other reported injuries was 1 anemia. It was reported that one patient had anemia that was corrected by transfusion of one unit of erythrocyte suspension before the operation. None of the patients had any evidence of bleeding diathesis. Based on the available information, a direct relationship between the olympus product and the observed adverse events could not be determined. However, three patients with bleeding required the transfusion could be not arrested by the hemoclip. This report is regarding to three patient with bleeding required the transfusion.